Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the incision site 'would not close' so they did a revision surgery on (B)(6) 2021 where they took the stimulator out, 'cleaned it all up', and put the stimulator back in. They now are not able to connect to the stimulator because it says 'internal device has lost all data' (they originally saw 'no device found' when they were in the wrong therapy app). The patient was redirected to their healthcare provider to further address the issue.